Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 2atm. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good post procedure.